Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-4030c-07 biocomposite¿ interference screw was received for investigation. Visual inspection identified significant surface damage. The screw threads were warped, irregular, and no longer well-defined. Functional testing could not be performed due to the extent of the device's damage. The most likely cause for the reported failure includes: improper bone preparation, resulting in inadequate or uneven seating of the screw. Misaligned insertion, causing the screw to engage bone at an incorrect angle or trajectory. Prying or leveraging the device during insertion, with excessive mechanical stress, can lead to thread deformation or damage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-4030c-07, fastthread¿ biocomposite¿ interference screw 7 x 30 mm, the anchor could not be inserted. This was detected during a knee anterior cruciate ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4030c-07. There were no patient harm and no secondary procedure needed.